Event description:
It was reported there was rapid battery depletion on the implantable cardioverter defibrillator (ICD). It was further reported there were high left ventricular lead pacing thresholds. Additional information received noted the patient has a cardiac anomaly and repair that prevents transvenous leads from being implanted. The lead remains in use. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d1 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 4968-25 implantable pacing lead, implanted: (B)(6) 2011; 4968-35 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).